Event description:
It was reported the right ventricular lead was explanted and replaced due to high impedance, oversensing with delivery of inappropriate therapies, and a suspected lead fracture. It was further reported the right atrial (ra) lead had oversensing, high impedance and sensing of noise. The ra lead was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): distal conductor was fractured; full lead was returned for analysis. Without a lot number or device serial number, the manufacturing date cannot be determined.